Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: d4 is unknown. D1, d2, d3, d4, g5-510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary : investigation flow: device interaction/functional & damage. Visual inspection: upon visual inspection, the lock prong assembly was separate from the rest of the nail. In addition, the distal tip is slightly scratched. Functional test: a functional test was not performed because the mating component (03.037.028- 5mm hex flexible screwdriver) was not returned with the implants. Document/specification review: no design issues or discrepancies were noted during the investigation. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.037.942.2 (50197740), lot: 9797110, manufacturing site: grenchen, release to warehouse date: jan 18, 2016. A manufacturing record evaluation was performed for component device lot number, and no non-conformances were identified. (Lot number 9797110 belongs to part# 50197740, which is a sub component of part 04.037.156s, see also DHR performed within (B)(4)). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 while removing a trochanteric fixation nail advanced (tfna), the helical blade was broken where it is inserted. A total hip replacement was being performed on the patient when x-rays were taken that showed the nail was broken. The helical blade head cut out of the head which prompted the total hip replacement. The top portion of the nail and then the distal portion were removed. Fragments were generated and removed easily without additional intervention. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant device: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown nail head elements: tfna helical blade. This is report 1 of 2 for (B)(4).